Manufacturer narrative:
(B)(4). The lot number was not available and the sample was not returned for evaluation, therefore, a device analysis could not be performed. The issue was not confirmed and the cause could not be determined. A follow-up report will be filed should any significant supplemental information become available.

Event description:
It was reported that the home patient (hp) had an issue with the integrated apd w/cassette used for therapy on the homechoice (hc) during use, patient not connected. The hp stated that they could not connect to the patient line because it would not fit the transfer set. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.